Event description:
Unomedical reference number (B)(4). Event occurred in canada it was reported that the patient encountered two infusion set cannulas kinked events within 3 hours and 6 hours of insertion on (B)(6) 2024. The infusion set event occurred on 24-june-2024 and 21-june-2024. The site of insertion was abdomen. Patient blood glucose level was found to 22 mmol/l on (B)(6) 2024. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.

Manufacturer narrative:
Initial and final MDR 1928190- MDR 3003442380-2024-18176- device 1 of 2.e1 patient country canada.